Event description:
The report indicated that the customer experienced high bg levels (greater than 500 mg/dl) while wearing a pod. Bg readings were taken with a freestyle meter and not the pdm. No blood or kink was observed in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.